Manufacturer narrative:
The reported run-on was not confirmed during functional testing by a manufacturer service technician as the device was not returned for evaluation. Based on a review of similar events, run-on may occur due to damaged components; however, this was not confirmed in this case. H3 other text : not returned

Event description:
It was reported that the device ran without user activation during a procedure at the user facility. There were no adverse consequences related to this event.

Event description:
It was reported that the device ran without user activation during a procedure at the user facility. There were no adverse consequences related to this event.